Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. Corrected: implant date. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a power consumption outside of normal power consumption on the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the us that a patient presented to the hospital "anxious" and had called his "flows and power" were up on his vad parameters (flows > 9 and power > 7 watts). He was admitted to (B)(6), was started on heparin and logiles were sent, which confirmed probably pump thrombus. Patient has been on aspirin and has home inr monitoring by (B)(4) vad watch. His inr was maintained at 2.5-3.5 and the patient performed his inr's at home at least 2x/week. Inr on admission was within normal range. He was asymptomatic with his elevated pump parameters. Patient was started on heparin drip and given 10 mg tpa. Ultimately, patient was transplanted on (B)(6) 2016. To note, according to the center, the patient had 2 prior episodes of admission for probably pump thrombus on (B)(6) 2016 and (B)(6) 2015. Each time, he was given tpa. Initially admission in (B)(6) he received a total of 30 mg tpa and (B)(6) admission, he received a total of 20 mg tpa. Both prior episodes had full return to baseline without any further incident. No additional information available at this time.

Manufacturer narrative:
Additional information received patient was explanted and transplanted on (B)(6) 2016. The hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption has been observed starting (B)(6) 2016 to a peak of 3.9w on (B)(6) 2016 outside of normal power consumption. Analysis of the device revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks observed on the housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the housings with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(Patient was explanted and transplanted on (B)(6) 2016). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.